Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip broke during the procedure at 31,880 joules. Also, it was reported that the fiber cap (tip) was retrieved from the pt. No pt injury was reported.